Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touch screen and shutdown issue was verified. Additionally, the alleged unresponsive touch screen issue could not be verified.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 516 mg/dl. The customer was treated with intravenous insulin, saline and potassium sulfate. Reportedly, the pump was dropped and as a result the pump touch screen became cracked and unresponsive. Additionally, the pump shut off unexpectedly. Customer also reported using admelog insulin. Tandem customer technical support informed customer that admelog is off label per the user guide. The customer was discharged on (B)(6) 2022 with no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.